Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter, the device failed to inflate once place in the situ. It was suspected that there was a leak in the balloon. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).